Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and multiple power cycling without duplicating the report. An internal inspection found a foreign conductive object on the pins of a connector for the keypad to front enclosure. The foreign conductive object was removed as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device switches settings on it's own. Complainant indicated that there was no patient involvement in the reported malfunction.